Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The devices were was returned in good condition. The devices were tested with a generator and both devices were fully functional with the switch buttons max/min functioned as intended. No continues activation was noted. The instrument was disassembled and no issues were found with the hand activation components. There were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device b bacth: j91f86; mfg date: 6-14-2012; exp date: 5-14-2017.

Event description:
It was reported that during a pharyngeal neoplasm exenteration, the 1st device was not activated when the max hand control button was pressed. The same incident occurred in the 2nd device. Besides, the 2nd device kept being activated without pressing the max hand control button. The output level of the min was set at a level 5 and the 2nd device with min button was used as is to complete the case. There were no adverse consequences to the patient. Two devices will be returning.